Manufacturer narrative:
Initial reporter phone number: (B)(6). Facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however pictures were received and evaluated. The pod of the access line pre pump was observed, indicated the location of the leak. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a prismaflex m100, an external fluid leak was observed. There was no patient involvement. No additional information is available.